Event description:
Patient was returned to the or for revision of anterior cervical fusion. Patient was implanted for fusion of c5-c6, c6-c7. Follow up radiograph showed 5 of the six screws were loose. Patient reportedly has sclerotic bone and was diagnosed with pseudoarthrosis. During revision, all hardware was removed, except the screw shaft at c7 which was left in the bone. Patient was revised with all new hardware of the same type as removed.

Manufacturer narrative:
This information was not provided on questionnaire received. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.